Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty charging his ipg due to a shoulder injury. As a result, the patient's ipg was explanted and replaced with a model that does not require recharging.

Event description:
Follow up information identified the patient experienced difficulty charging and thus allowed the ipg to go dead frequently. He had limited therapy due to his difficulty in recharging the ipg. The patient last received therapy a few months ago and last attempted to recharge the ipg the first week of december. The ipg became inoperable due to the patient's failure to recharge the device.